Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during a subtrochanteric fracture surgery, the surgeon used reconstruction locking by antegrade femoral nailing system. He tried to insert afn hip screw to the bone, but the screw was out of bound. He tried to insert the hip screw several times but it would not go through the nail hole of the aiming arm so he gave up and closed the wound. The surgery was delayed for 30 minutes. (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: received 1 article of aiming arm for expert a2fn, part#03.010.350 for manufacturing investigation. The article has no visible signs of damage. During the manufacturing investigation, a functional test was performed. The article passed the functional test without reference to the reported issue. No misalignment of the aiming arm has been found as described in the complaint description. The function of the aiming arm is given. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient data not reported/unknown. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device history records was conducted. The report indicates that the: manufacturing date: 11 july 2011. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.